Event description:
It was reported that during a vena cava filter retrieval, a detached limb was discovered in the left lower lobe pulmonary artery, a second detached limb was discovered in the medial aspect of the liver. The filter was successfully retrieved, although the two detached limbs remain in the patient. There are no known plans at this time to retrieve the two detached limbs. The patient was reported to be asymptomatic following the filter retrieval.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.